Event description:
It was reported that the ventilator had high and low peep alarms while on a patient. The ventilator was removed and the patient was manually ventilated. No patient harm reported. On the bench, the biomed technicians could not repeat the failure.